Event description:
Reported due to a device break requiring a surgical procedure. The physician attempted an arteriotomy closure with a perclose proglide six (6) french device after an intervention procedure in a reportedly obese patient. It was reportted an arteriotomy closure using another proglide device was performed in the same site the day before. Fluoroscopy was not done prior to this attempted closure. However, it was reported the arteriotomy location was in the common femoral artery; which was described as being "seven to eight (7 to 8) millimeters with no disease." When the physician "tried to move the device into the artery prior to deploying the foot," it was reported he felt "resistance and it became impossible to move the device." Fluoroscopy was not done to determine the cause of resistance. It was reported the device broke at the junction between the distal guide and the sheath during the physician's continued attempts to remove it. The patient was taken to surgery and given general anesthesia. It was uncovered during surgery that the device was engaged in suture material from the previous day's device. A vascular patch was applied to the artery. The patient's hospitalization was extended by three (3) days. At last report, the patient was said to be "ok."